Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were not responding when first they pressed and buttons was sticking down when press. Customer also stated that battery life was diminished from the first day and some batteries last less than 7 days. Customer also stated that scratches or damage on the display, rainbow effect making it hard to read, hearing unusual noises different from the normal rewind noises, rewind was slower and the insulin pump shoots or squirts insulin out of the infusion set when priming it. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.